Event description:
It was reported the inner sheath tip broke off inside the patient during a transurethral resection therapeutic procedure. The tip was retrieved successfully. There were no reports of patient harm.